Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension rxl max with hm instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension rxl instrument, resulting lower than the initial results. The sample was also repeated on the same instrument but the results were not provided. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.

Manufacturer narrative:
A siemens customer service (cse) engineer specialist was dispatched to the customer site and evaluated the instrument. The cse discovered that the integrated multi-sensor technology (imt) probe was misaligned. The cse replaced the imt probe and realigned it. The cse reinstalled the pinch valve and cleaned the imt syringe and monovalve ports. The cse then replaced the imt syringe and monovalve syringe tip, the x-seal, the imt monovalve, the imt sample probe tubing and the tubing from port 3 on the syringe/monovalve-to-imt darin. The cse conditioned the imt circuit with serum and auto-aligned the imt pumps. The cse calibrated the imt and ran a system check and a dilution check, all of which were within acceptable ranges. The cause of the discordant, falsely elevated na and cl results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.